Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 259 mg/dl for approx 1 week. The pt stated that the insulin cartridge is leaking insulin from the stopper causing elevated blood glucose and insulin leakage into the cartridge compartment of the infusion device. The pt injected insulin via pen to lower blood glucose levels. The cartridge is changed every 10 days and is not reused. The pt's normal blood glucose level is 80-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.